Event description:
It was reported when using the bd pyxis medstation es system drawer was jammed and not opening. The customer added that this malfunction caused a delay to retrieve medication to patients and the user was able to get medication from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 6 was failed and rails were bad. The field service engineer replaced drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.